Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with blood glucose levels over 400 mg/dl. The mother stated that the insulin pump never gave a no delivery alarm. Troubleshooting was performed, and the insulin pump passed the prime and high pressure tests. Nothing further was reported.